Event description:
It was reported to covidien on (B)(6) 2012, that customer has an issue with trellis 8 120x30. The customer states that it was very difficult to remove guidewire from trellis catheter prior to inserting the mechanical dispersion wire. When guidewire was removed, upon inspection, it was frayed. Customer acknowledged proximal balloon burst due to over inflation prior to attempting to remove guidewire. During trellis catheter preparation, no defects were noted.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.